Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and kidney infection ('kidney infections') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included micturition burning, urinary frequency, dizziness, chest pain, bronchitis, general body pain, sulfonamide allergy, asthma, hematuria, neck pain, lumbar pain, kidney stone, nephrolithiasis, hydronephrosis, nausea, vomiting, systemic inflammatory response syndrome, copd, diabetes, enterobacter agglomerans test positive, flank pain, pyelonephritis, appendicitis, vaginal delivery, visual disturbance, weakness, speech disorder, dizziness, stress, breast pain, hypertension and cervical cancer. Current weight: 230lbs. Concurrent conditions included mitral valve prolapse since 2017, arthralgia, shortness of breath, hyperlipidaemia nos, vitamin d deficiency, seizures, perineal pain and ovarian cyst. Concomitant products included ibuprofen since 2016, magnesium since 2017 and tramadol since 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced kidney infection (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mitral valve prolapse ("mitro valve prolapse"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/clotting/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("left leg pain/ so bad couldn¿t walk") and back pain ("lower back pain"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines / headaches/migrains;worse, more frequent"), visual impairment ("vision probs"), costochondritis ("costochondritis"), the second episode of fatigue ("fatigue"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), chest pain ("chest pain"), palpitations ("palpitations"), spinal pain ("whole spine pain"), inflammation ("chest wall inflammation"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have the second episode of weight increased ("weight gain "). The patient was treated with surgery (hystrectomy (full), total hysterectomy vaginal delivery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, kidney infection, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal haemorrhage, costochondritis, back pain, cystitis, chest pain, palpitations, spinal pain, blood disorder and cardiac disorder had resolved and the genital haemorrhage, migraine, visual impairment, mitral valve prolapse, the last episode of fatigue, allergy to metals, the last episode of weight increased, pain in extremity, hypersensitivity, female sexual dysfunction and inflammation outcome was unknown. The reporter considered blood disorder and cardiac disorder to be unrelated to essure. The reporter considered abdominal pain, allergy to metals, back pain, chest pain, costochondritis, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, inflammation, kidney infection, menorrhagia, migraine, mitral valve prolapse, pain in extremity, palpitations, pelvic pain, spinal pain, urinary tract infection, vaginal haemorrhage, visual impairment, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014. Removal date discrepancy: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Angiogram: on (B)(6) 2017: no evidence of flow-limiting stenosis demonstrated within either internal carotid artery. The visualized vertebral arteries appear unremarkable although the origin of the left vertebral artery. By artifact from venous injection. No abnormality demonstrated on CT angiography of the intracranial carotid vasculature. Chest x-ray: on (B)(6) 2017: no acute cardiopulmonary pathology is detected on portable chest radiography. Computerised tomogram abdomen: on (B)(6) 2016: minimal dilatation left-sided ureter with slight inflammatory changes in the region of the renal pelvis. This may be representative of a recently passed renal stone versus less likely pyelonephritis. There is no renal or ureteral stones seen. No evidence for acute inflammatory process within the abdomen or pelvis. A normal appendix is visualized within the right lower quadrant. There is no bowel obstruction. Computerised tomogram head - on (B)(6) 2018: 1. No acute territorial infarct or hemorrhage. If there is high suspicion for acute infarct, recommend MRI. Imaging procedure: on (B)(6) 2017: essure confirmation test (unknown) bilateral occlusion. Magnetic resonance imaging brain: on (B)(6) 2017: no evidence for acute cerebral infarction., mass, hemorrhage, or extra-axial collection. No abnormal enhancement. Ultrasound abdomen: on (B)(6) 2013: mild hydronephrosis of the kidney otherwise unremarkable right upper quadrant ultrasound no visualization of the appendix on right lower quadrant ultrasound exam. Ultrasound breast: on (B)(6) 2018: no lesion found.. Ultrasound pelvis: on (B)(6) 2017: no definite sonographic abnormality to account for the patient's pain. Solitary uterine myoma; on (B)(6) 2018: 3.2cm subscrossal uterine leiomyoma. Bilateral essure implants are identified within the cornua in anatomic position. Otherwise unremarkable pelvic sonogram.. Ultrasound scan vagina: on (B)(6) 2011: single viable intrauterine pregnancy; on 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: palpation, abdominal pain, uti, migraine, pelvic pain, heavy periods, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events were added: plaintiff did not undergo essure confirmation test. Event onset date, reporter information were updated, patient history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and kidney infection ('kidney infections') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included micturition burning, urinary frequency and dizziness. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have the first episode of weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced mitral valve prolapse ("mitro valve prolapse"). In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/clotting/excessive bleeding"), the first episode of fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left leg pain/ so bad couldn¿t walk") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines / headaches"), visual impairment ("vision probs"), costochondritis ("costochondritis"), the second episode of fatigue ("fatigue"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("bladder infection"), chest pain ("chest pain"), palpitations ("palpitations"), spinal pain ("whole spine pain"), inflammation ("chest wall inflammation"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have the second episode of weight increased ("weight gain "). The patient was treated with surgery (hysterectomy (full), total hysterectomy vaginal delivery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, kidney infection, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal haemorrhage, costochondritis, back pain, cystitis, chest pain, palpitations, spinal pain, blood disorder and cardiac disorder had resolved and the genital haemorrhage, migraine, visual impairment, mitral valve prolapse, the last episode of fatigue, allergy to metals, the last episode of weight increased, pain in extremity, hypersensitivity, female sexual dysfunction and inflammation outcome was unknown. The reporter considered blood disorder and cardiac disorder to be unrelated to essure. The reporter considered abdominal pain, allergy to metals, back pain, chest pain, costochondritis, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, inflammation, kidney infection, menorrhagia, migraine, mitral valve prolapse, pain in extremity, palpitations, pelvic pain, spinal pain, urinary tract infection, vaginal haemorrhage, visual impairment, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2014. Removal date discrepancy: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test (unknown) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury "is replaced with "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, migraine, vision probs, weight gain, fatigue", lab data added. On 19-sep-2019: fu 2 and 3 processed together. Pfs and mr received. New events:"abnormal bleeding (vaginal), costochondritis, mitro valve prolapse, kidney infections, fatigue, nickel allergy, weight gain, left leg pain/ so bad couldn¿t walk, allergic, apareunia (inability to have sexual intercourse), lower back pain, bladder infection, chest pain, palpitations, whole spine pain, chest wall inflammation" added. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.